Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages, damaged monitor case) has been confirmed. As received, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the inability to complete testing is the damaged case and wires. The root cause of the damaged case and wires is excessive force placed at the receptacle. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that a patient was experiencing "adjust belt" messages and had a damaged monitor case.